Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have received 31 closed samples and 5 open samples (unused). We have checked all the samples received and all the units have a suture with a double needle (2 needles attached to the thread instead of 1) . After internal investigation, it has been determined that the most likely root cause is an operator mistake during manufacturing process. Two needles were attached to the thread and wound on the packaging by mistake. It has been determined that this is a punctual error and only this code-batch is affected with this issue. Remarks: the manufacturing personnel involved will be informed of this incidence to avoid this issue happens again. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the product inside the package does not correspond to the article code. The package contains a suture with two needles attached to the thread instead of one as it should be (2xhr17b needle instead of only 1 hr17b needle). Additional information has been requested.